Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 154mg/dl. The customer's expected fasting blood glucose test result range is 74 to 123mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history. Reviewed meter memory: 154mg/dl n/a 12:00 pm fasting: yes. Customer complains of high results. Result of concern is 154mg/dl fasting. Normal fasting range is 74-123mg/dl. Customer denies having signs and symptoms of hyperglycemia. Customer denies need for medical attention. Customer did not disclose date and time; customer states tests were before breakfast.